Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported, the epg (external pulse generator) would not allow the user to change the battery during operation. The epg was returned for repair. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification; the device shut off immediately upon removal of battery. Upper and lower cases and side bail covers are broken. Battery drawer is contaminated. Battery contacts are compressed. Lock/unlock key of the keypad is worn out.